Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/30/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box and alarm history showed two ¿cs064¿ alarms with high force occurring due to occlusion during the prime operation on (B)(6) 2016. The ¿ez-prime¿ steps were performed correctly and no ¿cs064¿ alarms or any errors or warnings occurred during the investigation. The pump¿s cover was removed; no intermittent condition was found to the printed circuit board/motor assembly. (B)(4).